Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired implantable neurostimulator (ins) was implanted. The ins remained implanted and in service at the time of report. There were no patient symptoms or complications associated with the event; no surgical interventions or hospitalizations were required. The patient was alive with no injury at the time of report. No complications were reported or anticipated.